Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. All procedures and video outputs were evaluated. The complaint was not verified. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the lens 4k ccu light source was all the way up when turned on. It had an insanely bright glare on all tissue on screen, therefore, it was impossible to see anything and when turning down the brightness via menu, it did not do anything. The only thing that worked was flipping the main power switch on the back of the console in order to "reset" it. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.